Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue as the user interface (ui) assembly needed to be replaced. However, the me declined service and canceled the repair. The device was returned to the me without repair. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the medical examiner (me) on the v60 indicating that even though the power button was not pressed, the device started automatically and would not turn off. The issue occurred when the me attempted to perform a running test for periodic maintenance, so there was no patient involvement or reported delay in therapy. The medical examiner (me) called technical support to report that even though the power button was not pressed, the device started automatically and would not turn off. The me pressed the power button to power down the device, but the issue remained. The me therefore unplugged the power cord and removed the detachable battery to power down the device. The investigation is ongoing.